Manufacturer narrative:
The reported event was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported failure to start up was due to a faulty ac/dc converter assembly.

Event description:
During a procedure, a cancellation occurred. The amplifier did not turn on and smoke was noted from the device. There were no consequences to the patient.